Manufacturer narrative:
No blank display noted during testing, however keypad was fully unresponsive. Unable to perform the displacement test, active current test, sleep current test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor, as well as a loose j1 connector. Pcba 2 was swapped into a test case and test pcba 1, then successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, partially broken retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked keypad overlay, cracked reservoir tube lip, keypad overlay peeling, and detached end cap. In summary, customer allegation for cosmetic damage (damaged bottom of pump) was confirmed during visual inspection where detached end cap was noted. Customer allegation of blank display was not confirmed. Unresponsive keypad confirmed due to loose j1 connector. Moisture damage confirmed on pcba 1 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not going on. Customer also stated that the bottom of the pump was loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.